Event description:
Tip of surgical blade broke off during an amputation of right hallux (podiatric surgical procedure). The blade tip lodged in bone. While fluoroscopy did not locate the tip, the podiatrist feels that the blade tip may still be in the bone. The patient has no complications however. Blade and wrapper discarded at the end of the surgical procedure. Patient undergoing treatment for diabetic neuropathy at the time of the incident. No additional surgery was required.